Manufacturer narrative:
Concomitant medical products: dtbb1d1 crt-d, implanted (B)(6) 2014; 5071-53 lead, implanted (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for pacing impedance that was described as high, more specifically, higher than the programmed alert threshold. Lead testing yielded that the lead was oversensing p-waves and pacing inhibition was noted. The lead was also exhibiting undersensing, small r-waves, and a steady increase in pacing thresholds. The lead had been reprogrammed previously. The lead was again reprogrammed, ventricular arrhythmia detections were turned off, and the lead was subsequently capped and replaced. No patient complications have been reported as a result of this event.